Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Cannot perform a device history review (DHR) because a serial number was not provided by the customer.

Event description:
It was reported that a pump was having a rapid beeping alarm, which then turned into a no disposable, clamp tubing alarm. The patient switched to another pump where the alarm persisted. The patient mixed a new cassette; then the pump ran without any alarms. There was no patient injury reported.